Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving an "average" sensor result of 122 mg/dl and experiencing vomiting, weakness, and generally feeling "unwell". Customer was seen at a hospital where a laboratory glucose result of 720 mg/dl was obtained and customer was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous fluids and insulin. It is unknown when the customer was discharged from the hospital. There was no report of death or permanent injury associated with this event.